Event description:
It has been reported that the on/off button did not function properly.

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator. Date of manufacture: september 2012.